Event description:
The pt reported that her glucose read "high" (>500 mg/dl) and she was hospitalized overnight.

Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification record review could be performed. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this stimulation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when your wake up, before each meal, and before going to bed)."